Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Paroxysmal atrial fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated.

Event description:
Additional information has been reported: "pt was treated with amiodarone for atrial fibrillation, which resulted in rate and rhythm control. No further interventions performed. Product is not available for return, no kit needed. "

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following the procedure, patient in rapid af (atrial fibrillation) on dobutamine and epinephrine post case admitted to the intensive care unit post impella placement. Patient placed on la-va ECMO next day due to preexisting severe mitral regurgitation. It is unlikely that the impella cp contributed to the atrial arrythmia since the device is a left ventricular support device. No further mention of atrial fibrillation.